Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device quit working was clarified to be an end of service (eos) on the screen. It was noted that this was caused by the patient using it every day and they had an appointment scheduled with their healthcare professional (hcp) for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device quit working. No patient symptoms were reported and there were no complications. Indication for use is complex regional pain syndrome type I.